Manufacturer narrative:
Investigation summary: one open and eighty two sealed 32g x 4mm pen needle samples were returned from lot. No. 6118875, cat. No. 325106. Visual examination was carried out on the one open sample and it was observed that the patient end of the needle was broken. No shield was returned. No manufacturing related issues were observed. Visual examination was also carried out on 30 of the sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no manufacturing related issues were observed therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd nano¿ pen needle when pulling off the pen after injection, the needle stayed in the abdomen of the patient, "the needle base was still screwed to the pen." There was no further report of injury or medical intervention.